Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016 of a patient death that occurred on (B)(6) 2014. Patient's husband stated that the patient had experienced numerous health issues. The patient had been on dialysis and had pneumonia. Patient's husband thought that the death certificate listed heart failure as the cause of death. The patient was not wearing the continuous glucose monitoring device at the time of death. There was no alleged device malfunction. Additional event or patient information was not provided.